Manufacturer narrative:
(B)(4). Analysis of the device, serial #(B)(4), found the setscrew backed out too far.

Event description:
It was reported the patient had a revision with a "possible lead and/or implantable neurostimulator (ins) replacement." It was stated the ins was removed and the lead was tunneled to a new pocket site. The ins was then attempted to be re-implanted, but the healthcare provider (hcp) could not tighten down the set screw. It "seemed as if the screw was stripped." After multiple attempts, it was reported the hcp decided to explant the ins and implant a new ins. It was added that there was not normal battery depletion. About two weeks later, it was reported the reason for the revision was due to the ins not being in a "good place" and that it "seemed" to move in the pocket. The patient wanted the device moved to the other side of the body. The patient outcome of the revision was unknown. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 3093-33, lot# v103132, implanted: (B)(6) 2008. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.